Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving baclofen 3000mcg/ml at 674 mcg/day via an implantable pump. Indications for use was noted as intractable spasticity and a spinal cord injury/spinal cord disease. A motor stall and motor stall recovery was noted in the logs. The motor stall occurred (B)(6) 2015 at 10:27 and recovery occurred (B)(6) 2015 at 10:52. No patient symptoms, interventions, or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.